Event description:
Libre 3+ monitor gave low blood glucose readings. This happened with seven out of the last nine meters used. Seven out of last nine units gave low blood glucose readings and warnings. As a result, my doctor lowered my metformin dosage, which negatively affects my health. This happened in months of (B)(6) 2025. Patient code: 4580. Device code: 2460. Reference reports: mw5179596, mw5179597, mw5179598, mw5179599, mw5179600, mw5179601.